Event description:
Pt was admitted for thyroidectomy and surgery completed on (B)(6) 2011. A tls evacuation drain was inserted into the thyroid space then removed the following day before discharge. Pt was seen for 1 week visit and was doing well. When she returned for her 3 month check-up, she complained that something protrudes from her neck if she tilts her head back. Md examined pt and made a small nick in the area - finding a piece of the drain still remained in her neck. He stated the drain was easily removed the day after surgery and did not realize the entire drain had not come out. He was able to remove approximately 3-4 inches but there was still a piece of the drain that would not come out. She was sent for x-ray and it was noted that a 6cm remnant foreign body of the catheter drain was still in the thyroid space. She returned for surgery today, (B)(6) 2011 to have the remainder of the drain removed.